Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the fs lite meter was reviewed. The DHR showed the fs lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer's daughter reported the customer was unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Paramedics were called and customer was taken to a hospital where she remained for a couple of days. No further information was provided by the caller as she declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported the customer was unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Paramedics were called and customer was taken to a hospital where she remained for a couple of days. No further information was provided by the caller as she declined to troubleshoot further. There was no report of death or permanent injury associated with this event.